Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4). Evaluation summary: analysis of the device memory indicated oversensing associated with the right ventricular lead, that the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, that there was oversensing due to non-physiologic signals/sic (sensing integrity counter), and that there was unexpected delivery of a ventricular tachyarrhythmia therapy.

Event description:
It was reported that the patient received multiple inappropriate shocks due to oversensing of the right ventricular (rv) lead. In addition, the lead had a confirmed fracture and high impedance. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.